Event description:
Problem with your web site, which requires every box to be checked to move to the next page. Correct boxes would be: product problem, adverse event, required intervention, other serious old vagus nerve stimulator model 103 #17974 replaced with model 105. Old parameters were 3.25 ma, 20hz, us, 30 s on, 0.5 min off. New stimulator could not be raised beyond 1.50 ma due to excessive coughing. This suggests old stimulator was not, in fact, outputting the displayed current.